Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the left anterior descending artery. An opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was recognized incorrectly. The procedure was completed with the original device. The patient was stable and no reported complications.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) university the device was returned for analysis. Visual inspection revealed the sheath was kinked. No damages or failures were observed on the catheter code pcba board assembly or on the hub connector pins. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the left anterior descending artery. An opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was recognized incorrectly. The procedure was completed with the original device. The patient was stable and no reported complications.